Manufacturer narrative:
Device analysis: the complaint unit was not returned for analysis. The device history record review was performed and no issues were noted. This review confirms that this device met all material, assembly and performance specifications. The most probable root cause is determined to be related to device handling.

Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) with dilation procedure, that balloon catheter kinked. A cre 18-20mm 8cm f/g balloon catheter had been selected to treat an unspecified esophageal stricture. While preparing the device, it was noticed that the balloon catheter was kinked. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".